Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was a ventricular tachycardia (vt) detection delay of two and a half minutes due to ongoing noise. The patient was either sitting in a chair or laying in bed when this occurred. The subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed to alternate sensing vector with a gain of two. It was noted the qrs had low amplitude. Boston scientific the noise was able to be reproduced when pushing on the xiphoid , but not the distal electrode. Technical services (ts) was consulted and discussed that the noise may not be true noise, but that the s-ICD could have mis-labeled the qrs as noise. Further review found that this would have occurred due to directional changes with a fast rate when in refractory. However, electromagnetic interference (emi) was not able to be ruled out as a potential cause of the noise. It was also noted that the patient experienced 30 seconds of asystole after post shock pacing ended. Further review found that the post shock pacing was stopped after approximately eight seconds due to possible oversensing of the patient's rate. The plan was to implant another manufacturer's pacemaker. Ts suggested performing defibrillation threshold (dft) testing prior to taking further action. The patient refused dft testing at this time due to not feeling well. The s-ICD was manually reprogrammed to secondary sensing vector. The field representative stated the cause of the noise was not exclusively determined. It was also noted there were no long term adverse patient effects due to the delay in tachycardia therapy or lack of pacing. The s-ICD and electrode remain in service and no adverse patient effects were reported.